Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient has no control over their bladder. Caller stated the patient knows they have to go but the frequency has not changed and they seem to be sleeping longer at night without having to go. Caller also stated that after the device was implanted the patient developed blood clots in their legs and was hospitalized for 3 days where they could not urinate at all as they were cathed for 3 days. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through connecting to implant and increasing stim. Caller confirmed feeling stim in the rectum. Caller decreased stim to a comfortable level. Caller will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. The patient mentioned unrelated medical history. This included caller mentioned the patient is in a wheelchair and has a heart condition and they had to take the patient off of the anticoagulant medication for 5 days prior to implant surgery- this is what led to the bloodclots.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.